Manufacturer narrative:
The device was received and inspected by aci. Visual inspection of the returned device showed that button #2 had been fully depressed and that button #3 was stuck within the handle housing. The device was disassembled and inspected for anomalies that may have obstructed the balloon's retraction. No anomalies were observed. However, dry blood was noted on the catheter. Retraction issues with button #3 may occur if the button is depressed at or pulled back from the proximal end, as the lock may not be adequately depressed preventing the button from being retracted. In order to assure that proper compression of the locking spring is achieved and the lock is released, the user must depress the distal surface of the button prior to retraction. The review of the lhr (lot f1412204) indicated that the device lot met all established performance criteria prior to shipment. Based on the provided information and the investigation performed, the probable root cause may have been due to improper compression of the locking feature of button 3. The reason sealant came out with the device because button 3 was stuck ( not retracted). The sealant can be dislodged from the tissue tract when the device is removed from the patient.

Event description:
The following information was reported: the mynx ace sealant was attached to the mynx ace 6f/7f device when it was removed. No pulsatile flow was observed upon removal. Manual pressure was applied for 20 minutes to obtain hemostasis. Stick location: common femoral artery. Vessel sie: greater than 5mm.